Event description:
The patient reportedly experienced speech performance deterioration and intermittencies while searing the external equipment. In 2005, the patient was seen for evaluation of the c1 device. External equipment was exchanged. However, the problem was not resolved. Testing performed revealed intermittencies on several electrodes.